Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found. There was blood and body tissue/fibrotic growth on the distal electrode. The lead was returned with the helix fully retracted. Visual analysis noted apparent explant damage; there was a cut on the outer insulation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that about five weeks after the implant procedure, the right ventricular lead threshold was high and a perforation was noted. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.